Manufacturer narrative:
B2: date is month and year valid. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from a patient who was implanted with an implantable neurostimulator (ins) for urinary/bowel dysfunction and urge incontinence. It was reported that the patient stated that their ins was acting kind of weird on them and they were getting up every hour. The patient stated that they recently had a knee replacement and getting up had been very uncomfortable for them. The agent reviewed stimulation expectations and offered to assist the patient with stimulation adjustments. The patient stated that they had tried to increase therapy but that was too uncomfortable. The agent reviewed the option to switch programs and assisted the patient. The patient successfully changed programs and confirmed that stimulation was in the bicycle seat area and was comfortable. The patient stated they would maintain stimulation level and would continue to track symptoms. They were redirected to their healthcare provider (hcp) if the issue persisted.